Manufacturer narrative:
Section d10 references: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller put in the serial number of the wireless recharger (wr) as prompted and when trying to connect saw a "no recharger found screen." Agent had the caller reset the wr off the docking station and and attempt to reconnect to the recharger application but the caller stated they were not able to access the recharger app. Agent had the caller reset the wr on the docking station and attempt to connect but the issue was persistent. Caller stated they were able to connect to the dbs therapy app and stated that the implant was at 75%. A replacement wr was sent. Additional information received from the consumer reported they received a new wr and it seemed to work fine until maybe 2-3 weeks ago when suddenly the wr seemed to have more difficulty maintaining a connection with the implant battery. Due to this the implant battery was only at 25%, and the implant was taking longer to charge up. The patient was able to connect with the communicator and handset and dbs therapy app showed therapy was on at 25%. During the call the patient was able to charge implant, but the wr lost connection throughout the call but it seemed like the wr was moving around and when pt repositioned the wr back over the implant the wr was able to maintain connection. A hard reset of the recharger was performed and a new charging drape was going to be sent. The patient then mentioned their implant was lifted up on one side and didn't seem to sit flat anymore and it moved around in the pocket more.